Event description:
It is reported that the provisional fractured during trial implantation.

Manufacturer narrative:
Eval summary: deformed material around the inferior rim would make the provisional more difficult to assemble possibly leading to fracture if it is not assembled correctly, but without additional info, the exact cause cannot be conclusively determined at this time. Component was returned for eval. A visual inspection was completed and it was noted that the device was fractured into two pieces and there was deformed material, gouging and chipping on the edges and inner portion of the rim on the inferior side. It was noted that the device has a potential field age of over 13 years. However, it is unk how many times this device has been used since it is a reusable instrument. Device history records indicate that the device was manufactured and inspected to specification.